Manufacturer narrative:
Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: during the initial procedure, hardware of unknown manufacturer was removed due to clicking/locking and swelling/stiffness. No interoperative complications were identified. At 6 weeks post-operative, patient had moderate swelling/stiffness and moderate pain/discomfort. At 6 months post-operative, radiographs identified a fractured screw. No lucencies were identified. Patient also had moderate swelling/stiffness and moderate pain/discomfort. At 1 year post-operative, patient had mild swelling and moderate pain/discomfort. Radiographs identified no significant findings. At 2 years post-operative, patient had mild swelling/stiffness but no pain/discomfort. Radiographs identified no significant findings. At 3 years post-operative, patient had mild stiffness but no pain/discomfort. Radiographs identified broken syndesmosis screw (it is assumed this is the same screw identified at 6 months as no revision was ever reported to have occurred). Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: tibial base component size 5 green cat: 00830004500 lot: 63028696, cap end cat: 22300830000 lot: 63086294, tibial insert component size 5 green plus (+) 0 mm thickness cat: 00830005500 lot: 62998251, distal lateral fibular plate left 6 holes 106 mm length cat: 00235701806 lot: 63276652. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported that the patient has a fractured screw. Attempts have been made and additional information on the reported event is unavailable.